Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant due to perivalvular leak. Per the operative report, intra-operative tee pre-bypass demonstrated the patient to have severe aortic stenosis with a bicuspid [native] valve. The surgeon found a very diseased bicuspid aortic valve and it took a significant amount of time to resect the valve through minimally invasive exposure. The surgeon felt that the valve and the annulus were successfully debrided. The subject device was seated and secured with a core knot. De-airing maneuvers and the aortic crossclamp was removed. There were two problems initially. One, post implant showed a significant amount of aortic insufficiency and what appeared to be a perivalvular leak. Second problem was that there appeared to be a significant insult to the left ventricle as the lateral wall was not moving nearly as well as it had pre-bypass. Tee post implant demonstrated perivalvular leak and a grossly abnormal left ventricular function. Coronary bypass was resumed. When the subject device was removed, the surgeon debrided the area some more and felt that this was likely the source of the perivalvular leak. In fact after debriding, the valve was up sized quite significantly to 27 mm tissue valve. The new valve was well seated and felt confident that it was in good position. The usual de-airing maneuvers were performed and the aortic cross-clamp was removed. At this time, the lv function again was very poor. Inotropes were started, both milrinone and epinephrine had been started previously. Tee showed really that the lateral wall was not moving very well at all. The anterior wall was contracting as was the septum. The rv appeared okay. The inferior wall was contracting to a certain degree but the lateral wall was not moving well at all. The new prosthetic valve appeared to be well seated with no perivalvular leak. The mitral valve was normal with 1+ mr that was also present at the beginning. At this time with a very poor lv function, the surgeon attempted to separate from cardiopulmonary bypass but was unsuccessful. It was felt at this time that it was important to go to biventricular support to try to recover the ventricle. The surgeon's thoughts were that perhaps there was some debris from the valve got down the left main coronary artery of that the protection strategy was not adequate for the lateral wall despite multiple infusions of retrograde so they proceeded to set up for biventricular support. Once all the cannulas were in place and tunneled into position and secured, the surgeon connected them to centramax pumps. The surgeon came all the way down on cardiopulmonary bypass to off and initiated lvat support first and was able to flow at approximately 5 liters. Once the surgeon felt that the patient was stable enough, the patient was transported to the cardiovascular intensive care unit for further recovery. Surgical bleeding was noted postoperatively; however, upon further exploration, the bleeding was no longer seen at that time. The case was concluded.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore the reported event can not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause of the reported perivalvular leak cannot be confirmed, per the operative report, "when the subject device was removed, the surgeon debrided the area some more and felt that this was likely the source of the perivalvular leak. In fact after debriding, the valve was up sized quite significantly to 27 mm tissue valve.". No further actions are possible with the available information.